Event description:
It was reported there was a shocking or jolting sensation. The patient needed to turn the stimulation off the previous night before going to bed because the device was shocking him. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3776-75 serial #(B)(4) implanted: (B)(6) 2011, lead model 3776-75 serial #(B)(4) implanted: (B)(6) 2011, adaptor model 355531 lot #n306779 implanted: (B)(6) 2011, programmer model 37743 serial #(B)(4), recharger model 37752 serial #(B)(4).